Event description:
An embolization of a 3mm x 5mm aneurysm was performed using 5 gdcs. Several days after the procedure, a stroke occurred with the pt. Migration of a coil was found distal to the pca via p-com. The coil could not be removed as a result of the distal lesion. Although it was unclear which coil migrated from the aneurysm, the physician guessed that it was probably the last coil; a gdc 10-ultrasoft stretch resistance coil synerg detection circuit 2mm x 3cm.